Event description:
The recent download from a pt revealed several "abnormal shutdown" and "clock failure" fault flags. Support contacted the pt and had to leave a message. On 02/11/2009 support contacted the pt again and had to leave a message. On 02/24/2009, support spoke with the pt who sent a pt services representative (psr) to replace the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The cause of the reported problem was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor, including the delivery of pulses. The root cause of the u3 failure cannot be positively identified, but was likely a random component failure. This is an unusual event. No adverse events resulted from the u3 failure. The distributor received a replacement monitor.